Manufacturer narrative:
Device is currently unavailable.

Event description:
It was reported that the patient may have experienced a loss of osseointegration (date not reported) resulting in fixture loss. The patient was re-implanted with an internal magnet on an unknown date. Additional information has been requested, however, has not been made available as of the date of this report, (B)(6) 2016.

Manufacturer narrative:
Correction: the patient did not experience a loss of osseointegration as previously reported. The implanted device remains. This report is filed july 26, 2016. The implanted device remains.